Event description:
Additional information was received indicating lead damage was suspected on the ra and rv leads.

Event description:
During an in clinic follow up, oversensing due to noise resulting in pacing inhibition was observed on the right atrial (ra) and right ventricular (rv) leads. The noise oversensing also resulted in inappropriate mode switching on the ra lead. Provocative testing was performed and the noise was unable to be reproduced. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.